Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure is user error due to improper deployment sequence and/or applying excessive force during use.

Event description:
On 10/18/2021, it was reported by a distributor via email that an ar-4501 clinch suture broke. This occurred during a sutura meniscal on (B)(6) 2021. The thread of the suture broke at the second point, the fragments were retrieved.